Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head could not see through it. The event was identified during cysto/urology diagnostic procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient harm.